Event description:
It was reported that receiving found part of the pin stuck in the guide and the other piece had the tip broken off. There was no known patient involvement.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified pin was jammed on the cut guide and tip of the pin was fractured off. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.